Event description:
A micro-driver rx coronary stent system, length 18 mm, diameter 2.25 mm was used to treat a lesion with 90% stenosis in a tortuous and calcified lad. The lesion has been predilated using a balloon of 2.00 mm diameter and 15 mm length, inflated once to 12 atms. The device was inspected before use and no issues were noted. It was reported that the catheter of the stent system became disrupted after an unsuccessful attempt to cross the lesion. The patient was fine post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The hypotube of the returned device was broken 21.5 cm distal to the strain relief. There were kinks on the hypotube distal and proximal to the detachment site. The stent was positioned on the balloon between the marker bands and balloon pillows. Blood residue was evident between the balloon folds. Both the distal and proximal ends of the break site were oval in shape suggesting that the shaft had been kinked prior to the shaft breaking. Information received from the account confirmed that the device was inspected prior to use with no issue noted. The stretching of the transition tubing and the kinking and detachment of the hypotube suggest that resistance may have been encountered during use and/or withdrawal of the device. It is also possible that force may have been applied to the device, resulting in the damage evident on the returned device, however, based on the information provided, this cannot be confirmed. Breakage can also occur if the product is exposed to bending force during delivery. It appears most likely that the damage to the transition tubing and hypotube occurred during use of the device and was handling related.

Manufacturer narrative:
(B)(4).